Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive when registering the patient. Restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.